Manufacturer narrative:
The customer was provided with add'l info on possible causes of thermal injuries. The phaco handpiece was received for eval. Investigation, including root cause analysis is in progress.

Event description:
The facility reported that a corneal burn occurred during a procedure. They are returning the phaco handpiece for eval. The pt outcome has not been reported to date. Add'l info has been requested.